Event description:
It was reported that the zimmer skin graft mesher was not working correctly. Add'l clinical f/u with the hospital indicated that the donor graft was torn in half. The surgeon was able to salvage and use the initial graft to complete the planned procedure. No add'l donor harvest was required, no increase in surgical time, and no surgical intervention was reported.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.